Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The device also exhibited beeping tones. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.